Event description:
A flagged beta human chorionic gonadotropin (bhcg) result of 6 miu/ml was obtained on a patient sample on a dimension vista 500 instrument. The result was flagged for "abnormal assay" and was reported to the physician(s), who did not questioned it. The customer is unable to confirm if the flagged bhcg result was discordant since they did not repeat the sample. There are no known reports of patient intervention or adverse health consequences due to the flagged bhcg result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) regarding the vessel pickup errors and "abnormal assay" flags on beta human chorionic gonadotropin (bhcg) patient results on the dimension vista 500 instrument. The ccc specialist remotely assisted the customer in troubleshooting the error. The ccc specialist requested the customer to check for vessels in the nest; the customer indicated there were none. Then, the customer cleaned the vessel rod and assembly, replaced the vacuum cup, auto-aligned vessel loaders and loaded and unloaded 20 vessels successfully. Then, the customer homed the modules and bumped into a new well. Lastly, the customer recalibrated the assay. The customer called back and indicated that the calibration failed. Siemens reviewed result data file found a bhcg calibration that was flagged with "abnormal assay". Additionally, the siemens found several samples that were flagged with "abnormal assay" since (B)(6) 2021. MDR 2517506-2021-00316, MDR 2517506-2021-00318, and MDR 2517506-2021-00319 were filed for the other impacted samples. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse removed the vessel loader/hopper assembly. Then, the cse inspected the controller area network (can) board and determined that the can board was not over heating or leaking. Next, the cse cleaned and lubricated the chute, vessel indexer at the base of the chute, and the feeder/pusher. Then, the cse successfully loaded and unloaded vessels from the entire ring with no errors and ran a full quick check, which passed. Additionally, the cse loaded a new reagent lot and current calibrator. The calibration auto accepted. Siemens reviewed the readvf result monitor data, which is responsible for the abnormal assay flags, and determined that the performance was good. However, it was slightly shifted and was reset to baseline the limits. Siemens determined that the vessel pickup errors was unrelated to the abnormal assay flag. Siemens concluded that this issue was not related to a reagent lot, method, hardware or software issue. The dimension vista operator's guide indicates that results with "abnormal assay" flags should not be reported. The customer practice of reporting a flagged result is a use error. The customer retrained all instrument operators to prevent this use error. Siemens is filing this report in an abundance of caution. The instrument is performing according to specifications. No further evaluation of this device is required.